Manufacturer narrative:
Other applicable components are: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving medication via an implantable pump. Last week ((B)(6) 2016) the healthcare provider had an experience like the bolus was never programmed. The healthcare provider re-programmed and then saw the rotor turn without issues. It was confirmed that this issue and a similar experience (see manufacturer's report 3004209178-2016-17438) occurred with different physician programmers, so they have been ruled out as the issue.